Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had two power on resets that occurred over two days. A short was suspected between the device and the lead. The reset was cleared. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.